Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the thread broke very easily during use. No harm to the patient was reported.

Manufacturer narrative:
G3: date received by manufacturer in the initial medwatch was 02/18/2022 instead of 02/18/2021. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample from the customer. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted before releasing the product were 1.78 kgf in average and 1.58 kgf in minimum and fulfilled ep (european pharmacopoeia) requirements: 1.53 kgf in average and 0.92 kgf in minimum. Final conclusion: without samples we are not in position of studying if the possible affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.